Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted controller event log file confirmed the report of a pump stoppage with elevated pump temperature, which was associated with rotor instability. The patient presented to the emergency department on (B)(6) 2020 with a report of alarms. The patient reported feeling hot and sweaty, vomiting, and having left arm pain. The pump reportedly stopped, and the patient was switched to a new controller. The account reportedly tested the old controller on their loop and did not observe any issues. The patient was admitted for a few days in stable condition; however, the patient reported not feeling well with left arm pain that took a while to go away. No lasting patient effects as of (B)(6) 2020 were reported. The submitted log files contained data from (B)(6) 2020 as well as from (B)(6) 2020. Spontaneous lvad rotor displacement faults were captured on (B)(6) 2020 as a pump stop was recorded. Pump power then increased, which resulted in an increase in pump temperature up to 68 degrees celsius, activating lvad internal fault alarms. The lvad faults, increased pump power and temperature, and pump stop continued for approximately 2 hours until the driveline was disconnected for the reported controller exchange. Within 2 minutes of connecting the backup controller, the faults cleared, power and temperature decreased to a normal range, and the pump operated as intended at the set speed. Furthermore, no atypical events preceded the rotor instability as the pump operated as intended with stable parameters and temperature; a specific cause for the event could not be conclusively determined. A corrective action has been implemented for heartmate 3 rotor instability. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10aug2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 7 "alarms and troubleshooting¿ of the IFU outlines all system alarms and how to resolve them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" includes a list of alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An update was requested on the patient. It was reported that the patient was admitted for a few days although stable. He kept mentioning he ¿wasn¿t feeling well¿ and the pain in his arm took a while to go away. As far as the vad team knew there were no lasting effects. The vad team will follow up again when available and provide further details.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to emergency department on (B)(6) 2020 stating he was having alarms, the moment alarms started he felt hot, sweaty, and was vomiting with pain up his left arm, there was a pump stop and he was switched to a new controller. The vad team connected his old controller to the clinic loop and the pump was running appropriately. The patient was admitted. A log file review was requested. The event log file from the original controller showed the pump power began increasing on (B)(6) 2020 at 17:45:35. There was also a drop in speed to 1400 rpm and a rotor displacement lvad fault. The power increased to greater than 20 watts at 17:50:37. During this time the pump temperature also increased from 45 c to as high as 68 c. The pump is designed to reset when power reaches 20 watts. The pump was off for the remainder of the log file. The driveline was disconnected at 19:40:24. The event log from the new controller showed the driveline was connected on (B)(6) 2020 at 19:37:47. It appeared the controller¿s clocks were out of sync. The new controller initially captured an lvad fault due to a circuit over temp lvad fault. This resolved within 5 seconds and the pump parameters returned to operating in ranges seen prior to the power increase on (B)(6) 2020 at 17:45:35.